Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line, and day of production, no further investigation on documents, and supporting records can be performed.

Event description:
Consumer reported via e-mail that she had an unspecified amount of tampons where the string pulled out upon removal.